Event description:
The manufacturer received information in relation to a dreamstation auto CPAP unit. During the evaluation of the device at the third-party service center, the device was visually inspected, and found corrosion on metallic surfaces. Dust and dirt contaminants were also found in device and verify device is not connected in a power source. In addition, the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device serviced by third party service technician.

Manufacturer narrative:
Upon review, there was no allegation of patient harm. Corrosion of the metallic surface found is not a malfunction that may lead to serious injury or medical intervention if it were to reoccur. The malfunction is not a reportable incident.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, it was determined that there is corrosion on metallic surface. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.